Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high red blood cell (rbc), platelets (plt), and rbc indices results generated on the coulter lh 500 without generated suspect messages. The customer replaced the diluent reagent and reran the specimen in the manual mode and obtained lower results. The specimen was rerun a second time to confirm the results. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc is within specification with respect to controls (accuracy) and reproducibility (precision). A bci field service engineer (fse) inspected the unit and found no issues. A clear root cause can not be determined for this event.